Manufacturer narrative:
(B) (4). The ge service rep found a defective power supply plug so he replaced the plug. The system was repaired and now operates as intended.

Event description:
The customer reported that the system had a complete memory failure. No pt injury was reported.